Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/10/2014 to present date 10/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported physical damage. No patient involvement is noted.

Event description:
The customer reported physical damage. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, rear case, left iui connector, left & right handles, shaft seal, rear door, latch module and pca lock label. Performed calibration. A review of the device history record for (B)(6) was performed from date of manufacture 04/10/2014 to present date 10/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to wear of the front case - damaged/ cracked.